Event description:
Customer stated that the drill overheated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated which revealed insufficient lubrication on the bearings present on the rotor assembly. If lubrication is not sufficient, heat can be generated among rotating components, due to excessive friction.